Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury was due to procedural conditions. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted, and grasping was performed. However, while grasping, the clip created a hole in the anterior leaflets. The clip was not implanted. For treatment, an amplatzer device was implanted in the hole on the anterior leaflets. This reduced mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.